Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted due to systemic infection and endocarditis. The patient was also noted to have bacteremia, pneumonia, and human metapneumovirus but appeared to be unrelated to the device. No further information available regarding patient condition post procedure.